Event description:
It was reported that the customer was experiencing high blood glucose for the past two days. The customer's most recent glucose reading was 301mg/dl, and he has treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. A tubing clamp was not available at time of call to perform the high pressure test. The father called back and stated that the customer is going to the hospital. The father stated that he is concerned about the device. Advised the father that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.